Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. This report is made based on results of investigation completed on 12/02/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2013 with the following findings:visual inspection revealed that the battery compartment was cracked from the finger pad down to the primary seal. There was no evidence of any power issues. Unrelated to the battery compartment damage, investigation revealed that the keypad cover was torn and lifting, exposing the button contacts. All keypad buttons responded normally to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).